Event description:
It was originally reported that the patient experienced a return of symptoms. The patient was in the ER with increased spasticity. The healthcare provider confirmed that the patient's increased spasticity began in (B)(6) 2011. Several dose adjustments occurred b between (B)(6) and (B)(6) 2011. It was unknown what caused this event. The patient underwent a surgical revision at the end of (B)(6) 2011. The surgeon got excellent flow from the catheter but replaced it anyways. The patient outcome was noted as a non-serious injury. The drug being administered via the pump was 1000 mcg/ml of lioresal at 220-440mg/day.

Manufacturer narrative:
Concomitant medical products: lanted: 2010 (B)(6), explanted: 2011 (B)(6); catheter: passer model 8583, lot# n232281, serial# unk, implanted: 2010 (B)(6), explanted: unk.